Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis manifested by turbid effluent and abdominal pain. The cause of peritonitis was not reported. The day after the event onset, the patient was hospitalized via emergency room for peritonitis. The treatment for the peritonitis was not reported. The patient was recovering from the peritonitis. Extraneal and physioneal therapies were ongoing. No additional information is available.